Manufacturer narrative:
To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire. Sem has been scheduled for week 8 in 2011 following which, we will complete our evaluation and submit a f/u report.

Event description:
A complaint was rec'd on the (B)(6) 2011 with the following text: "it occurred during the operation upgrading ICD to crt-d on (B)(6) 2010. After performing cannulation to (B)(4) using cps sl, the physician attempted to advance the guidewire to (B)(4) branch. When the physician pulled the guidewire from cps sl in order to change it to soft type guidewire, the tip of the wire was stuck at the valve and cut. The tip remained in the valve and it will be returned together."